Event description:
Patient was revised to address an aml stem which had broken halfway down. The surrounding bone was still intact. The proximal piece came out fairly easily, but a trephine was used to remove the distal portion.

Manufacturer narrative:
The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination since its release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
***Update: the device has been received for evaluation. Visual examination of the returned device confirms the material fracture as reported. Per an evaluation of the device by a depuy material scientist the femoral stem fractured as a result of low stress high cycle fatigue crack initiation and propagation. No material defects were observed in the aml femoral stem that could have contributed to fracture initiation and/or propagation to failure. Based on the investigation the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.